Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if problem happened again.